Manufacturer narrative:
Device fail to power up due to corroded battery tube compartment noted. Unable to verify keypad not responsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were harder to press. The customer¿s blood glucose level was unknown. Customer stated that the buttons were pressed several times to get them respond. The customer was advised to discontinue the use of insulin pump and revert to backup plan as per heath care professional's instructions. The device will be returned for analysis.